Event description:
It was reported that an ilet pump fell during the night, struck a hard surface, and the touchscreen cracked, after which the device became nonresponsive to touch; the problem involved a fractured touchscreen component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a physical fracture of the touchscreen. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.